Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay, elecsys ferritin, elecsys ft4 assay, elecsys folate, and elecsys tsh assay results for several patients with cobas e 801 module. The following are examples of questionable results for 4 patient samples: note: the units of measure were not provided for the results. Sample ID (B)(6): the initial b12 result was >1476 and the repeated result was 653. The initial ferritin result was 2.46 and the repeated result was 40.2. The initial ft4 result was >100 and the repeated result was 12. The initial folate result was >45.4 and the repeated result was 19.6. Sample ID (B)(6): the initial tsh result was 0.399 and the repeated result was 2.35. Sample ID (B)(6): the initial tsh result was <0.05 and the repeated result was 2.45. Sample ID (B)(6): the initial b12 result was >1476 and the repeated result was 317. The initial ferritin result was 15.9 and the repeated result was 182. The initial ft4 result was >100 and the repeated result was 17.6. The initial folate result was >45.4 and the repeated result was 17.5. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer checked the instrument and replaced the pinch valves due to a growing concern with their reliability. The affected pinch valves were investigated by the manufacturer and it was concluded that the material did not meet specifications. Investigations of the valves determined that the failure was caused by a shortage of lubricating oil due to the following: 1) the temperature of the iron core of the pinch valve gets higher due to the system being in rack reception mode. 2) liquid enters the pinch valve during pinch valve tubing replacement. The system will generate errors indicating abnormal low signal or abnormal measuring cell condition in case the pinch valves become defective. If a pinch valve malfunction occurs when running calibration or controls, it can be detected because the system will generate alarms indicating qc error or calibration result abnormal.